Event description:
Syringes are coated with an oily substance, so much so that the oil is transferring to the user's gloves and the user cannot pick up any other item without having the item fall from their gloved hand.